Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6), 2025, was filed inadvertently. The correct date of explant is (B)(6) 2025, not december 09, 2025. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced fluctuating open impedances on multiple electrodes. In addition, open circuits were identified on 11 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.